Event description:
A (B)(6) female patient contacted zoll customer support to report a service code. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been investigated. Upon receipt there was gel leaking from one hole in the rear 1 therapy electrode, the trunk cable connector overmold was cracked, and the electrode belt failed the incoming functional tests. Upon investigation the blue (can l), red (can h), white ((drvn_gnd), green (+3.3v), black (main batt) and black pulse wires were open in the trunk cable connector. The cause for the test failures was the open wires in the trunk cable connector. The root cause for the open wires cannot be positively determined but is likely excessive force placed on the trunk cable connector. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.